Manufacturer narrative:
Device evaluation indicated that the lead passed the photographic imaging test. The complaint was confirmed. The proximal end of the lead was separated and left in the connector of the extension. Device evaluation indicated that the ipg passed the visual test performed. The complaint was confirmed. The device exhibited master analog integrated circuit (ic) damage: ipg communication could not be established even after charging, battery depletion rate exceeded the normal range, excessive sleep current leakage, vh to ground impedance measured low, high temperature on the master analog ic. Device evaluation indicated that the lead extension passed the visual and photographic imaging test performed.

Event description:
A report was received that the patient's lead was not working after battery replacement (MFR report #: 3006630150-2013-02467). The patient will undergo a lead revision.

Event description:
A report was received that the patient's lead was not working after battery replacement (MFR report #: 3006630150-2013-02467). The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure, during which, the lead was found to be broken at the hub where the extension was; the ipg was replaced with a new one because the remote control was unable to link with the ipg. It was known that during the procedure, electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001). Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient's lead was not working after battery replacement (MFR report #: 3006630150-2013-02467). The patient will undergo a lead revision.